Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that post implantation of an intraocular lens (iol), the patient cannot tolerate night vision. Additional information requested, received and reported that the iol was exchanged in a secondary procedure 20 months following the initial procedure.